Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR #1627487-2017-01700. It was reported the patient's stimulation was no longer effective. Surgical intervention may take place to address the issue.

Event description:
Device 2 of 2. Reference MFR #1627487-2017-01700. It was reported the patient's devices were explanted and replaced on (B)(6) 2017. The patient reported effective therapy was restored post-operative which resolved the patient's issue.